Event description:
During the index procedure, one resolute integrity drug eluting stent was implanted in the rca vessel. During deployment of this stent in the rca vessel, a dissection occurred. The dissection was treated with another resolute integrity drug-eluting stent.

Event description:
Approximately 8 months post the index procedure, it is reported that patient the suffered from an mi event. Investigator assessed the event as not related to the device. It is reported that the patient recovered.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (dissection). Evaluation conclusions: inherent risk of procedure ¿ (dissection). (B)(4).

Manufacturer narrative:
Evaluation: inherent risk of procedure ¿ (myocardial infarction). (B)(4).

Event description:
The previously reported mi approximately 8 months post index procedure was adjudicated to be a non-target vessel mi.